Event description:
It was reported that the customer experienced high blood glucose levels, extreme thirst and was close to vomiting. It was stated that the customer did experience three bent cannulas, as well as insulin leaking at the insertion site from pressure build up. Troubleshooting was performed, and the insulin pump failed the high pressure test. The customer was advised to discontinue using the insulin pump and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.